Event description:
It was reported that during to use the the cardiosave intra aortic balloon pump (iabp) had a helium tank screen issue ¿low helium alarm¿ while displaying a full tank, both on screen and on the gauge. There was no patient harm.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: b5, a getinge field service engineer (fse) evaluated the unit and all calibrations were within range. The helium regulator was adjusted from the lower end of the acceptable range to the middle of the acceptable range. The unit was ran for 24 hours without alarming low helium. All functional and safety test performed.

Manufacturer narrative:
Updated data: b4, b5,g3, g6, h1, h2, a2, a3, a4, h11 (type of investigation, investigation findings, medical device ¿ problem code , health effect ¿ impact codes, investigation conclusions). Getinge field service engineer (fse) evaluated the unit and all calibrations were within range. The helium regulator was adjusted from the lower end of the acceptable range to the middle of the acceptable range. The unit was ran for 24 hours without alarming low helium. All functional and safety test performed.

Event description:
It was reported that prior to use the the cardiosave intra aortic balloon pump (iabp) had a helium tank screen issue ¿low helium alarm¿ while displaying a full tank, both on screen and on the gauge. There was no patient involved.

Manufacturer narrative:
Updated fields: b3, b4, b5, b6, b7, d10, g3, g6, h2, h6 (health effect ¿ clinical code, medical device ¿ problem code), h11.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) had a low helium alarm. There was no harm reported.

Manufacturer narrative:
Updated fields : b4, g3, g6, h2. The event date (b3) for record has been updated from 20 october 2025, to 06 october 2025, as this record was identified as a duplicate of (B)(4). After verification, the two complaints were consolidated, and the event date was aligned with the date initially reported through one support.

Event description:
N/a.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had a low helium alarm. There was no patient involvement.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.